Manufacturer narrative:
We will not receive the implant; therefore, any investigation or conclusion can't be made. If any additional information will be received, we will prepare follow - up report accordingly.

Event description:
A rotator cuff repair performed by dr. The suture came out of the anchor. The anchor remains in the pt's shoulder and will not be coming in for eval. The doctor placed a second anchor, and the procedure was completed as intended with no injury.